Event description:
It is reported that a driver rx bare metal stent and two other brand stents were implanted, overlapping, as treatment of complication/dissection/bailout, at the distal rca. Three other brand stents were implanted at the mid rca as treatment of the target lesion. An acute stemi is reported to have occurred on the same day as stent implant. Pt was taking asa and clopidogrel 24 hrs prior to event. It is reported that the target lesion was involved, but event was not related to the study stent. Location of infarction was inferior. Investigator assessed the event as a q-wave mi. It is reported that pt had vf arrest prior to balloon inflation and was defibrillated three times. Major dissection following use of guide wire with associated st elevation and chest pain. After insertion of the guide catheter, a spiral dissection resulted. Vessel tortuosity made it difficult for balloons, wires and stents to be deployed in the distal vessel. Approx 2 weeks following index procedure, a revascularization of the proximal lad was carried out. One driver rx bare metal stent was implanted. It is reported that event was not related to the study stent. Pt was asymptomatic/free of symptoms at 30 day f/u, 6 month f/u and 1 year follow up. At 1.5 yr f/u and 2 yr f/u, pt displayed unstable angina. At 2.5 yr f/u and at 3 yr f/u, pt was asymptomatic/free of symptoms.

Manufacturer narrative:
(B)(4). Result: (myocardial infarction).